Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the nurse attempted to backload the preloaded guidewire. When doing so, the core wire popped out of the tip and stuck the nurse's right thumb. The nurse was treated with first aid and the nurse followed up with occupational health. The complainant was unable to provide any further details pertaining to this event.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Only the preloaded guidewire from the hydratome was returned. A visual examination of the returned device revealed that the distal tip was damaged and the tip of the corewire exposed. Additionally, a kink was present 2mm from the tip section. There was no damage to the corewire or the ptfe jacket. Based on the investigation results and the information provided, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the nurse attempted to backload the preloaded guidewire. When doing so, the core wire popped out of the tip and stuck the nurse's right thumb. The nurse was treated with first aid and the nurse followed up with occupational health. The complainant was unable to provide any further details pertaining to this event.